Event description:
It was reported that during the implant attempt, the lead was difficult to position. The physician chose to target a larger vessel. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was noted that all conductors had blood/body fluid (not obstructed).